Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead triggered an alert for out of range impedance that measured as high impedance. Lead performance trend showed a very gradual impedance rise. Capture threshold was slightly elevated. The alert threshold was extended. The lead remains in use. No patient complications have been reported as a result of this event.